Manufacturer narrative:
The event was previously reported under MFR report#2024168-2020-05008 with patient identifier (B)(6) . This is a duplicate report. The device was returned for analysis. The reported separation was confirmed. The device ¿not feeling right¿ and entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of hemorrhage and pain are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b3: date of event.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The event was previously reported under MFR report#2024168-2020-05008. It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional popliteal aneurysm repair procedure. Reportedly, upon attempting to deploy the device, the device didn't feel right. The operator attempted to remove the device from the patient's leg as it was stuck. The metal and plastic piece separated into two pieces. As a result, the patient needed to be anesthetized. Two counter incisions were made to remove the device. Patient blood loss required the patient to receive blood products. Hemostasis was achieved via a cut down of the leg with a patch. The patient was also admitted instead of the normal discharge after the procedure. No additional information was provided.

Manufacturer narrative:
Date of event: estimated date. It is unknown if the device is returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
Mw#(B)(4). Describe the event or problem: elderly male with history of left lower extremity pseudoaneurysm. While having endovascular repair of the pseudoaneurysm, the device, proglide, would not extract from the vessel. The catheter broke in 2 pieces causing the patient to be put to sleep and 2 counter incisions to extract the pieces, 250cc of red blood cell's given and admitted overnight. Hemoglobin and pain stable, cleared for discharge the next day.